Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat pop, cystocele, vault prolapse, sui and rectocele. It was reported that following insertion the patient experienced pain- abdominal/pelvic, erosion, urinary problems, dyspareunia, pop, vaginal scarring. It was reported that patient underwent the following procedures: (B)(6) 2010-excision of anterior mesh and cystoscopy due to mechanical complication of a permanent implantable device and erosion; (B)(6) 2010-cystourethroscopy, removal of vaginal mesh due to erosion, levator muscle spasm and spasm of the obturator internus muscle right and left; (B)(6) 2011-posterior colporrhaphy with augmentation of biologic graft, enterocele repair, bilateral sacrospinous ligament fixation and cystoscopy due to recurrent rectocele after a prior native tissue repair; (B)(6) 2011- graft removal due to graft rejection. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.